Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A simplygo device was returned to a third-party service center for evaluation with allegations that the light won't turn on anymore. During the evaluation of the device, the service technician observed that the unit had come with the light won't turn on anymore because the pca was burned. Additionally, unrelated to the reportable malfunction, the technician observed sieves were clogged, inlet filter needs to be replaced due to preventive maintenance, check valve was cracked, cable ties need replacement, flexcable and front enclosure are burned. These parts need replacement. The device was repaired by the service center after the evaluation was completed.